Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss from the tubing. The device was removed and replaced. There were no patient complications reported.